Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, ¿breast were mis-shapen,¿ ¿obvious bulging,¿ ¿bit more fullness in the upper breast,¿ ¿palpable folds,¿ ¿hard,¿ ¿implant removal to reduce risk of bia-alcl,¿. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported right side capsular contracture baker grade unknown, ¿breast were mis-shapen,¿ ¿obvious bulging,¿ ¿bit more fullness in the upper breast,¿ ¿palpable folds,¿ ¿hard,¿ ¿implant removal to reduce risk of bia-alcl,¿ ¿living in a state of distress and fear of an undetected cancer since,¿ and ¿suffering from the emotional distress.¿ patient representative additionally reported ¿palpable masses,¿ and ¿palpable lumps" not related to the device. The device remains implanted.